Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer had removed the cartridge while pumping. Tandem technical support educated customer not to remove cartridge while pumping, and customer acknowledged. Customer loaded new cartridge to address the issue. Customer¿s blood glucose level (bg) was ¿high¿ on cgm and customer was experiencing seizures. Reportedly customer scheduled an appointment with their health care provider to discuss diabetes management.